Event description:
It was reported that the tip of the hex quick connect screwdriver was broken off inside the screw head during tightening. The broken tip was not retrieved and remains implanted. There were no patient complications.

Manufacturer narrative:
The device has been returned to medtronic for evaluation. Markings on the instrument show that the driver failed in the tightening direction. Cause of the failure is unknown. A review of the device history records found no documentation to indicate a non-conformance to specification.